Manufacturer narrative:
(B)(4) (stent, cover damaged). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during a gastroscopy procedure in the lower part of the esophagus performed on (B)(6) 2009. According to the complainant, the physician performed a scheduled follow-up gastroscopy per hospital protocol to check stent positioning. The stent covering appeared damaged, as indicated by tissue coming out through the stent covering. The stent was left in place, and there were no patient complications reported as a result of this event.